Event description:
The user facility reported, the housing broke at the weld during a procedure. No medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
Additional information

Event description:
The user facility reported, the housing broke at the weld during a procedure. No medical intervention, no delay and no adverse consequences.